Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully in the medial region. At this point, there was a residual mr of 1-2. He second cds was advanced to be placed lateral from the first clip to reduce mr further. The clip was successfully placed, but while performing the final-arm-angel-test, the clip opened itself. The lock mechanism did not properly work; therefore, the physician decided to remove the 2nd clip. When removing the cds, the clip became stuck in the chordae, but was removed successfully. There was no chordal rupture or tissue damage or leaflet injury noted. One clip was implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical issue (clip opening during final arm angle /faa test) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. It is possible that procedural conditions during use (tension on the clip, the reported physical resistance appears to be due to user technique/procedural conditions as the clip interacted with patient anatomy while cds removal. There is no indication of a product quality issue with respect to manufacture, design or labeling. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.